Manufacturer narrative:
This follow-up report is being submitted to update b5 for new information that was received on 30-mar-2026. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative.

Event description:
Clinical narrative: (updated 2026-3-30). An impella cp was inserted via the femoral artery to support the 74-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's medical history was known to be inclusive of biventricular failure and as such the right heart had an impella rp flex support ongoing. The patient has known renal history and is awaiting kidney transplant. The cp was inserted and patient sent to the ICU for continued monitoring. When in the ICU the groin access site was seen to have a bleed. The site could not be fully assessed due to the femstop and saturated groin dressing. The dressing was noted to be "bulky". The team was encouraged to redress the site but, the patient expired after the 26 hour support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was known to be bolused with heparin for anticoagulation and the estimated blood loss was 1 unit. The cause of death was shared to be profound shock.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 74 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's medical history was known to be inclusive of biventricular failure and as such the right heart had an impella rp flex support ongoing. The patient has known renal history and is awaiting kidney transplant. The cp was was inserted and patient sent to the ICU for continued monitoring. When in the ICU the groin access site was seen to have a bleed. The site could not be fully assessed due to the femstop and saturated groin dressing. The dressing was noted to be "bulky". The team was encouraged to redress the site but, the patient expired after the 26 hour support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was known to be bolused with heparin for anticoagulation and the estimated blood loss was 1 unit. The cause of death was not shared.

Manufacturer narrative:
Device manufacture date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) was not available at the time of the initial report and has now been provided following follow-up. Upon review, it was identified that the explantation date (d6b) was not available at the time of the initial report and has now been provided following follow-up. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.